Manufacturer narrative:
Due to character restrictions in block e1 event site name: (B)(6) medical center. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided, we will send a supplemental report with our additional findings. Complaint ID: (B)(4).

Event description:
It was reported during use after placing the iab catheter, the optical sensor connector was connected, but the optical sensor was not recognized, and reinserting the connector did not improve the situation.

Manufacturer narrative:
Updated field - b4, g1 (contact person ¿ mfg site), g3, g6, h2, h3, h6 (health effect ¿ clinical code, investigation findings, health effect ¿ impact codes, investigation conclusions), h11. The product was returned with the membrane completely unfolded and blood found on the exterior of the iab, in the inner lumen and between the catheter and non-maquet sheath. The non-maquet sheath was returned covering a portion of the catheter tubing. Two kinks were observed on the catheter tubing approximately 76.4cm and 60.2cm from the iab tip. The three-way was returned separate from the iab. A sensor output test was performed, and the sensor was found to be within specification. The one-way valve was vacuum tested, and it held vacuum the reported events cannot be confirmed by the evaluation, we are unable to determine how this failure may have occurred. A lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months).

Event description:
N/a.

Manufacturer narrative:
Updated sections - b4, d9, g3, g6, h2, h3, h6 ( type of investigation, investigation findings, investigation conclusion), h11. The product was returned with the membrane completely unfolded and blood found on the exterior and in the inner lumen. The non-maquet sheath was returned covering a portion of the catheter tubing. Two kinks were observed on the catheter tubing approximately 76.4cm and 60.2cm from the iab tip. The three-way was returned separate from the iab. A sensor output test was performed, and the sensor was found to be within specification. The one-way valve was vacuum tested, and it held vacuum the reported events cannot be confirmed by the evaluation. Per IFU the one-way valve must be aspirated to 30cc while leaving the one-way valve in place attached to the extracorporeal tubing leur to ensure vacuum is maintained throughout insertion. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Complaint (B)(4).

Event description:
N/a.

Manufacturer narrative:
Updated fields - b4, b5, g3, g6, h2, h11.

Event description:
It was reported during use after placing the iab catheter, the optical sensor connector was connected, but the optical sensor was not recognized, and reinserting the connector did not improve the situation. There was no harm or injury reported.